Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and a deflection issue occurred. Upon receiving, visual inspection found clear sensor sleeve (pebax) has some light reddish brown material inside it. Brand stress was also found approximately 30 mm from handle on the shaft. Electrical and deflection test were performed and catheter passed all specification. Clear sensor sleeve (pebax) presented some light reddish brown material inside it. Sem (scanning electron microscopy) test was performed and it showed clear evidence of mechanical damage on the dome material and electrode ring # 2, which resulted in scratches. Moreover, the pebax material presented evidence of elongations, abrasion marks and pin holes. An internal corrective action was opened for further investigation of pebax damage. Ftir (fourier transform infrared spectroscopy) and dsc (differential scanning calorimetry) were performed and it was confirmed that the catheter¿s shaft material was not degraded. Sem was also performed and it was found that wire underneath the catheter shaft was rusting due to saline solution. The catheter was also subjected to preface sheath insertion and stemming test to replicate catheter¿s shaft damage. Issue cannot be duplicated. Device history record and shaft manufacturing were also reviewed. It was verified that the device was manufactured in accordance with documented specification and procedures. Based on the analysis results, brand stress issue was not due to material degradation. Brand stress issue was not reported before sending to lab. Damage to catheter shaft could be related during shipping the catheter to lab. Complaint was not confirmed. Similar complaints are monitored on a monthly basis.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and a deflection issue occurred. This event was originally assessed as not reportable as the potential risk that it could cause or contribute to a serious injury or death is remote. The catheter was returned to biosense webster failure analysis lab for analysis and through scanning electron microscope it showed clear evidence of mechanical damage on the dome material and electrode ring # 2, which resulted in scratches. Moreover, the pebax material presented evidence of elongations, abrasion marks and pin holes. Therefore this finding is indicative of a reportable event due to the loss of catheter integrity. The awareness date for this record is (B)(6) 2015 because that is when the catheter integrity loss was discovered.